Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The generator interface board and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a workstation error and would not boot up. There was no pt injury or death reported.